Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 350cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous right breast implant deflation, post-procedure. The patient self-diagnosed the deflation when they noticed the right breast was way smaller than the left breast. As a result, the patient underwent bilateral removal and bilateral replacement with non-mentor saline implants on an unspecified date.